Event description:
Transfering resident from bed to chair, chair disengaged from frame, resident fell to floor. Resident injured hed right arm and hand. X-rays taken were negative. One person involved.